Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a scheduled hemodialysis treatment through the hemodialysis central venous catheter, the nurse identified a pool of blood of approximately 100-300ml under the patient's chair during the first several minutes of treatment initiation. It was further reported that the blood pump was stopped, and it was discovered that the blood loss was originating from the venous bloodline/venous lumen connection site. Reportedly, the patient's carotid pulse was palpable, hemodialysis treatment was terminated, and blood was returned using arterial lumen of the catheter. The patient became unresponsive, the emergency response services was called, and CPR was initiated. Upon arrival, the emergency response services continued resuscitative efforts while transporting the patient to the hospital. The patient reportedly expired shortly after.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos or medical records were provided for review. Therefore, the investigation is inconclusive for the reported fluid leak and patient death, as no objective evidence was provided for review. A definitive root cause for the reported fluid leak and patient death could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a scheduled hemodialysis treatment through the hemodialysis central venous catheter, the nurse identified a pool of blood of approximately 100-300ml under the patient's chair during the first several minutes of treatment initiation. It was further reported that the blood pump was stopped, and it was discovered that the blood loss was originating from the venous bloodline/venous lumen connection site. Reportedly, the patient's carotid pulse was palpable, hemodialysis treatment was terminated, and blood was returned using arterial lumen of the catheter. The patient became unresponsive, the emergency response services was called, and CPR was initiated. Upon arrival, the emergency response services continued resuscitative efforts while transporting the patient to the hospital. The patient reportedly expired shortly after.